Event description:
The customer reported the x-ray button stuck and the system produced uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors and adjusted the 5 volt power supply. The system operates as intended.